Event description:
It was reported that the customer noticed air gaps in the infusion set tubing. The customer loaded cold insulin into the cartridge. The customer's blood glucose level was high (200-280 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up supplemental report will be submitted.